Event description:
During device preparation for an atrial fibrillation procedure, it was reported that an amplifier error message was received - rate detection disabled resulting in cancellation of the procedure. The errors were cleared but the issue remained. The procedure was cancelled after the patient was awakened from general anesthesia.

Manufacturer narrative:
One workmate¿ claris¿ system amplifier was received. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.